Event description:
It was reported that a user experienced progressive hyperglycemia while using the ilet system, with blood glucose values reaching 324 mg/dl (fingerstick 296 mg/dl) after a dinner announcement that was less than usual and subsequent automated increased correction dosing; the user reported mostly protein intake, and due to continued rising glucose a guided infusion site change was performed. Symptoms included high blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education, including infusion site change. Investigation included user coaching and assessment of potential infusion site or delivery issues in the context of persistent hyperglycemia despite correction dosing. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contribution from infusion site performance or underestimation of carbohydrate intake, though no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.